Event description:
Customer said the surgiphor bottle cracked and was concerned they squeezed the bottle with too much force. Additional information: not exactly sure what the email address is, but we can try contacting the rn clinical coordinator, (B)(6). I believe her email address is (B)(6).

Manufacturer narrative:
Inconclusive: no photos, samples, or batch/lot information were available for evaluation. The failure mode could not be verified, and the root cause could not be determined at this time. No further actions are required. This failure mode will continue to be tracked and trended.